Event description:
It was reported that during removal of the non-abbott balloon on the pilot guide wire, resistance was met and the balloon became stuck on the guide wire requiring removal of the guide wire and the balloon together as a single unit. This occurred at the end of the procedure after balloon inflation in the left anterior descending target vessel. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque pilot guide wire noted blood on the core and there was thick contrast on the core and polymer coating which is consistent with the guide wire being used in the patient as reported. The tip of the guide wire was in a hook shape which is consistent with interaction with the lesion anatomy during the procedure and/or procedural attempts to remove the non-abbott balloon catheter over the guide wire since no damage was noted prior to use. Analysis also noted that the guide wire was returned inside the guide wire lumen of the returned non-abbott balloon catheter. There was 75.8 cm of the guide wire extending out the tip of the balloon catheter. The balloon was returned with blood on the balloon and in the guide wire lumen. There was thick crystallized contrast in the inflation lumen and thick sticky contrast in the guide wire lumen. There were three bends throughout the entire length of the hypotube of the non-abbott balloon catheter. Analysis confirmed the reported inability to remove the balloon catheter over the guide wire as the guide wire was removed from the balloon catheter and there was slight resistance noted and there was thick contrast on the core. A mandrel was advanced through the guide wire lumen of the balloon catheter and there was slight resistance noted but the mandrel fully advanced through the guide wire lumen. When the mandrel exited the guide wire exit notch, thick sticky contrast was noted exiting the notch and on the mandrel. The guide wire lumen was flushed with water and the mandrel was advanced through the balloon catheter and there was no resistance noted. The maximum outer diameter of the guide wire was measured with a laser micrometer and this met manufacturing criteria. The guide wire was backloaded through the balloon catheter and there was very slight resistance noted but the guide wire was fully advanced through the guide wire lumen of the non-abbott balloon catheter. The guide wire lumen of the catheter was flushed with water and the guide wire was backloaded and there was no resistance noted. Inability to remove the balloon catheter over the guide wire can occur due to, but not limited to, a damaged guide wire, condition of the wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the balloon catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. Returned product analysis noted thick contrast on the core, polymer coating, and blood on the core and in the guide wire lumen of the non-abbott balloon catheter, which may have contributed to the difficulty as explained above. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Overall, the reported inability to remove the balloon catheter over the guide wire appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.